Manufacturer narrative:
The returned product was evaluated and the investigation found a slight bend near the tip of the soft cannula. There was also crystallized insulin within the soft cannula restricting fluid flow. Because the crystallized insulin had to be removed from the soft cannula in order to test the fluid flow, the process of removal straightened the soft cannula. As a result it could not be determined if the bend had any effect on fluid flow post use. The data does not show the pod struggling to deliver insulin or any climbs in pulse width that would have a occurred from a bend/kink in the cannula. Insulet is unable to confirm when the bend occurred, if it was during use or post use. The remainder of the investigation did not find any defects of deficiencies with the pod that would of contributed to the customer¿s report of high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the arm. A new pod was applied to treat the hyperglycemia.